Event description:
There was an allegation of a software issue for the cobas infinity core license. The customer reported that the order received from an external host was assigned incorrectly to a sample ID that was expected for another patient. According to the medical technician, the related service in the hospital reported that newborn patient results were not found in the health information system (his). When the laboratory personnel looked for the results they found that the order was related to another patient's information and tests. The software version is 2.5.5.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the event was caused by a software issue that causes cobas infinity to accept external ids for orders and reject it if it is impossible to assign that ID to one test at least, the software does not work as expected. The orders are being accepted and a new order ID created by cobas infinity is being assigned instead of rejecting them. The reported allegation has been verified as a software issue in cobas infinity, as cobas infinity is accepting the order by assigning a new ID and not rejecting it in the case of having the configuration of accepting external ids and rejecting orders if it is not possible to assign an external ID to at least one test. There was no report of any patient or user harm due to this issue.